Event description:
The reporter stated that air was being pulled in through the rotating adapter. The reporter indicated that this had occurred on multiple occasions but did not provide specific details. There was no pt injury or treatment associated with this event.